Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis comments noted that the electrical resistance and cross continuity test results were within specification.

Event description:
It was reported that during the implant procedure two different left ventricular (lv) leads were attempted but were not implanted. The few branches that the lv leads were able to be delivered to had high outputs capturing only at ten volts or diaphragmatic stimulation or were unstable. Therefore, no lv leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2008; 5092-58 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.